Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2014. Revision of left shoulder components due to tuberosity resorption with rotator cuff dysfunction. The case report form indicates the event is definitely not related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the patients underlying conditions. It is known that the surgeon must assess the patient for biological, biomechanical, or other factors that might affect the surgery and/or postoperative period. This device is used for treatment not diagnosis. No evaluation.

Event description:
It was reported that on (B)(6) 2017 the patient was resolved with revision surgery. Associated mfrs with this event: 1038671-2017-00123 & 1038671-2017-00124.